Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The result of a meter to lab comparison was 108 mg/dl on surestep meter and 87 mg/dl at the lab. The rptr had done a back to back blood glucose test with results of 116, 144 mg/dl. Rptr stated that he had puffiness and pain in his eyes, pain in his legs and felt drowsy. He was using alcohol to clean his finger before testing. A control solution test was in range 142 (97-146).